Event description:
Reportedly, during an implant attempt the ventricular lead could not be inserted into the device port. A new reply dr was implanted and the existing ventricular lead could be normally connected. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.